Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable prior and post programming of the device.